Manufacturer narrative:
The device history record review found all released parts for the subject product lot met visual and dimensional criteria at the time of MFR and release. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Device report from (B)(6) reported a plate broke in situ. The first surgery occurred (B)(6) 2011: pseudoarthrosis open fracture of extremity upper tibial. (B)(6), 2011 removal of the broken plate and position of a new external plate with bone graft.